Event description:
Philips received a complaint on the heartstart mrx device indicating that the defibrillator test failed.

Manufacturer narrative:
The fse evaluated the device onsite at the customer's location. It was determined that the device was working fine at the time of the visit, and the issue was found to be with the department staff's inability to perform the periodic test. The device remains at the customer site, and no further evaluation is warranted at this time.